Event description:
We received an allegation of a display issue with a coaguchek xs meter. The reporter stated that she tested twice and saw a result of 11.4 inr with the following details: "1188 88/18/22". The reporter stated that the first 1 of the 11 was very faint. The caregiver read the results in the memory as "1.4 inr 1106 06/15/22". The next result was read as "2.9 inr 5/23/22". The caregiver reported seeing "ptp" with the top of the p's missing and that any other segments were faint. A display check was performed and the reporter confirmed that all "8s" were complete.

Manufacturer narrative:
The meter was requested for investigation. Occupation - the occupation is lay user/patient.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.